Event description:
During installation, the audible alarm was found not working. Upon opening the unit, the grey cable that goes to the pcb was found disconnected from the socket. Please note there was no patient involvement in this case.

Manufacturer narrative:
Device evaluated by MFR. This unit was requested to be returned to newport medical instruments on 12/18/2007. Upon receipt, the unit will undergo a full investigation. A failure analysis report, and action taken in resolving this issue will be submitted to medwatch program.